Event description:
It was reported that the patient experienced frequent hypoglycemia while using the ilet, with recurrent lows beginning within two days of use, occurring predictably in late afternoon into evening around 7 pm, overnight during sleep, and again after breakfast with meal announcements, with documented drops from approximately 120 mg/dl to 66 mg/dl; the patient is insulin sensitive, was in regular contact with clinical staff about adjusting targets, and performed a factory reset, after which lows continued. Symptoms included hypoglycemia. Outcomes included self-treatment with oral glucose, including glucose tablets and juice, and reported weight gain attributed to repeated treatment of lows. Investigation included troubleshooting and user education. Investigation of this case revealed the cause of hypoglycemia remained unclear after troubleshooting, and no device alerts or alarms were reported. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.